Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited oversensing of noise that is typically seen within two weeks of initial device implant. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that status post s-ICD implant procedure the patient received inappropriate shock due to oversensing of noise. The patient was brought in for system evaluation and the noisy signals were not reproducible. The system was subsequently reprogrammed to secondary sensing vector. No adverse events were reported.